Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, far-field p-wave oversensing was observed on the right ventricular (rv) lead. Fluoroscopy was performed and it was confirmed that the rv lead, left ventricular (lv) lead and right atrial (ra) lead were dislodged. The cause of the dislodgements were due to twiddler's syndrome. The ra lead was repositioned and the rv and lv leads were replaced to resolve the event. The patient was stable with no consequences. Related manufacturer reference number: 2017865-2021-02387. Related manufacturer reference number: 2017865-2021-02390.